Manufacturer narrative:
Device history record: the batch number of the device involved in this incident is unknown. Summary of investigation: one piece of catheter, was returned for investigation. Visual inspection of the returned device: the received catheter is 9.8cm long. Some fibrin/tissue residues are visible on the received sample. The surface of the catheter is rough and calcified. The examination of the catheter extremities: one extremity is cut clear. The other extremity is irregular, rough and ovalized, the catheter rupture occurred at this level. - dimensional measures: the inner and outer diameters of the catheter were verified. The inner diameter of the catheter is compliant with the defined specifications. The outer diameter of the catheter is slightly higher than the specification due to the presence of calcification around it. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. - raw material historical review: the raw material used for the catheter batch included in the device kit was verified. It is compliant with the defined specifications and no similar complaints were reported. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: no manufacturing defect is visible on the returned elements. The received elements allow us to say that the difficulties encountered by the physician during catheter removal results from the rupture of the catheter at the level of a pinch or an angle. Indeed the ovalization of the rupture facies allows us to say that the catheter was kinked or pinched at this level. This could be due to pinch-off syndrome as the catheter was placed via sub-clavian vein. Additionally the complainant specifies that the catheter got stuck in the subclavian vein: this is due to the encapsulation of the catheter into the vessel wall. This is a known complication of the access port implantation, especially on children when the catheter was implanted during several years with polyurethane catheter and the distal catheter extremity becomes placed high in the ivc. The IFU give some recommendations concerning these known complications. Conclusion: the catheter rupture during removal is a known complication of access ports with catheters. This is a rare occurrence (<0.001%), no further corrective action is envisaged for the moment.

Event description:
During the explantation of the catheter, the silicone part of the catheter got stuck in the subclavian vein (v. Subclavia). A child with a residual part of the catheter was referred to a cardiac surgeon.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Investigation results: despite requests, we did not receive the product batch, the complaint sample nor x-ray pictures for evaluation. Conclusion; without the complaint sample or x-ray pictures, we cannot conclude on the real cause of this incident. Catheter rupture is a known complication of the access port implantation, documented in the IFU. This is a rare incident, no increasing trend is detectable in our complaint database. Consequently no corrective action is envisaged.

Event description:
During the explantation of the catheter, the silicone part of the catheter got stuck in the subclavian vein (v. Subclavia). A child with a residual part of the catheter was referred to a cardiac surgeon.